Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 black long part (shaft) bent. No injury reported.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 black long part (shaft) bent. The case was completed with a new hemopro device. No injury reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/29/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The black shaft of the harvesting device was observed to be bent at a 90 degree angle approximately at the center of the shaft. The jaws of the harvesting device was not observed in the photograph. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The black shaft of the harvesting device was observed to be bent at a 90 degree angle approximately at the center of the shaft. There were no visual defects observed on the harvesting jaws. Based on the photographic inspection as well as the evaluation results, the reported failure "material twisted/ bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000271322 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.